Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for in clinic follow-up. Device interrogation revealed that the implantable cardioverter defibrillator (ICD) was in backup mode. Programming changes were performed to resolve the issue. There were no patient symptoms reported.